Event description:
It is reported that: 1) broken tap, the patient had really hard bone and the tap tip broke. Surgeon was able to retrieve the broken piece. 2) jam shidi got stuck in patient's bone and was difficult to remove. The jam shidi eventually broke.